Event description:
The patient reported a poor communication screen on the patient programmer. Interrogating using the antenna locator feature resulted in a power on reset message that subsequently cleared and led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4), accessory model 3550-29, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown, lead model 3777-45, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown, extension model 3708160, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown.